Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently forgot to fill the infusion set tubing with insulin. Customer's blood glucose (bg) was 358 mg/dl and after filling infusion set tubing, customer delivered a bolus to address bg.